Manufacturer narrative:
Service inspected the analyzer, performed troubleshooting, and determined the tubing, peristaltic head (rohs) was leaking. The tubing, peristaltic head (rohs) was determined to be the cause of the issue and was replaced. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect c16000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs). Based on the information within the complaint record, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for one patient. The initial result was 3.34 mmol/l, repeated on another analyzer was 0.71 mmol/l. No impact to patient management was reported.